Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/23/2014. Evaluation results show controller/joystick switch failure. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised joystick will not turn off.